Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer's son reported the test did not start of his mother's freestyle freedom lite blood glucose meter. He further reported customer subsequently experienced unspecified "low blood symptoms" which resulted in her losing consciousness. Caller found his mother "passed out" on the kitchen floor. Paramedics were called and received a reading of 37 mg/dl on their blood glucose meter. Customer was transported to a local healthcare facility. It is unknown what diagnosis or treatment was rendered at the hospital. Two unsuccessful attempts to contact the customer have been made. There was no report of death or permanent injury associated with this event.